Event description:
It was reported that customer experienced occlusion issues that triggered alarm 2 followed by alarm 26 on multiple occasions, blood glucose was 15.8 mmol/l. Customer changed infusion set and cartridge, resumed insulin delivery, did not require third-party assistance, and no further help was needed from technical support as case was closed.